Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one year five months and five days post port placement via the right internal jugular vein for chemotherapy, the catheter was allegedly found to be broken near the internal jugular vein. Reportedly, the distal catheter segment and the port body were removed and replaced. There was no reported patient injury.

Event description:
It was reported that one year five months and five days post port placement via the right internal jugular vein for chemotherapy, the catheter was allegedly found to be broken near the internal jugular vein. Reportedly, the distal catheter segment and the port body were removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2023-03106 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 3006260740-2023-03104. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.